Event description:
The patient reported, that her infusion device began audibly beeping and displayed a "300" and "77" on the screen. She could not clear the infusion device. During troubleshooting with a company representative, the power pack was removed and replaced, and the device was reset. The display could not be cleared. The infusion device was replaced and the product was requested to be returned for evaluation. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue.